Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot#: none, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #:(B)(4), ubd: 13-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving heparin (1250 units/ml at 1250 units/day) via an implantable pump for cancer chemotherapy. It was reported that the healthcare provider (hcp) was programming the pump to off state today due to the fact the system was not "working". The doctor evaluated the catheter and it was occluded and they were not going to revise the catheter. Patient symptoms were not reported.